Event description:
It was reported that a pump has a system error 322. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. An engineering evaluation could not reproduce the reported symptom, however, multiple intermittently voltage signal spikes were found on the upper latch switch which could cause the pump to trigger an ec 322 event. The upper auxiliary assembly will be replaced.